Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate of 65 units. Reportedly, the cartridge was filled with 240 units of insulin. Blood glucose level was 401 mg/dl. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.